Event description:
It was reported via repair work order that the scale was not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was initially reported that the scale was not functioning. However, it was further determined there was no malfunction.

Manufacturer narrative:
Follow-up submitted as further investigation determined the repair work order was entered in error and there was no product malfunction.